Manufacturer narrative:
The complaint of leaks on item kl-va201u3 could not be confirmed by investigation. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The device history review (DHR) for lot#13515850 was reviewed and no nonconformities were found that would have led to the reported complaint.

Event description:
The event involved a chemosafelock vial adapter that was reported to have generated a leak on an unspecified date. There was no patient harm reported.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.